Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. The right atrial lead continued to exhibit noise over-sensing which had increased in frequency. It was noted that the atrial lead had a history of noise since device check on 05 aug 2019. Pocket manipulation and isometrics did not reproduce noise. The patient was asymptomatic to the event. The device was reprogrammed, it did not resolve the issue. The patient would continue to be monitored.